Event description:
Urine would not flow past the anti-reflux valve into the catheter bag. The pt complained of pressure. When the bag was replaced with a new bag (a different brand) urine flowed spontaneously.